Event description:
It was reported that multiple, intermittent temperature alarms occurred and the battery gauge was observed to be fluctuating while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was charging. Customer's blood glucose level ranged from 120-313 mg/dl. The customer reverted to manual injections for insulin therapy.